Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding from the access site. Heparin was withheld and blood products were administered. Support continued until the patient was bridged to left ventricular assist device (lvad).

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding was determined to be anticoagulation management because since hemostasis was achieved by withholding anticoagulants. D9 was erroneously selected yes on the initial manufacturer device report number 1220648-2025-27151. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27151 as it is unknown if the initial reporter also sent the report to the food and drug administration.